Event description:
It was reported by service report that the motion interrupt pan has come loose; one of the mount holes was cracked. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: motion interrupt pan.